Event description:
Colombia. Allegedly, the patient presented a moderate increase in size compared to the right breast due to a capsular contracture classified as baker grade iii/IV on her left breast.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii/IV.